Manufacturer narrative:
The cartridge has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging multiple loss of prime issue with the pump. The patient reportedly experienced a blood glucose (bg) measurement of 17.1 mmol/l with extreme thirst and excess urination. It was noted that the ketone level was unspecified. The patient reportedly did not require any medical intervention. The patient reportedly resumed insulin pump therapy and is not returning the pump. This complaint is being reported because the patient experienced an adverse event while using insulin pump therapy and due to the alleged loss of prime issue.